Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for three samples from two different patients tested for elecsys vitamin d assay (vitd) on a cobas e 411 immunoassay analyzer (e411). No erroneous results were reported outside of the laboratory. The date of event was also provided as (B)(6) 2017. A clarification of the correct date has been requested. The first sample, from the first patient, initially resulted as >70.00 ng/ml when tested on the e411 analyzer. The sample was repeated on a vidas analyzer, resulting as approximately 30 ng/ml. The measuring cell of the e411 analyzer was old, so it was changed. After the measuring cell was changed, the sample was repeated again on the e411 analyzer on, resulting as 59.85 ng/ml. A testing date of (B)(6) 2017 was provided for the repeat value of 59.85 ng/ml, but it was not clear if this date was correct. A clarification has been requested. The second sample, from the first patient, initially resulted as > 70 ng/ml when tested on the e411 analyzer. The sample was repeated on a vidas analyzer, resulting as approximately 30 ng/ml. The third sample was from the second patient, who is (B)(6) years old. This sample was initially tested on the e411 analyzer, resulting as >70 ng/ml. The sample was repeated on a vidas analyzer, resulting as approximately 30 ng/ml. No adverse events were alleged to have occurred with the patients. The e411 analyzer serial number was (B)(6).

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. No samples from the patients were available for investigation.

Manufacturer narrative:
It has been confirmed that the customer was changing the date in the instrument software. The date of event and testing dates could not be clarified.

Manufacturer narrative:
A calibration performed on (B)(6) 2017 was slightly below expected range. A calibration performed on (B)(6) 2017 was within expected range. Quality controls measured on (B)(6) 2017 were within range. Controls measured on (B)(6) 2017 after the measuring cell change were within range for one level, but slightly low for a second level. Controls measured on (B)(6) 2017 were within range. There were no indications of a reagent issue.